Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Replaced user interface board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that they received the over pressure condition. It is unknown if the unit was in patient use at the time of the reported issue.